Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested assistance with changing an empty insulin cartridge after previously changing the infusion set and then resumed insulin delivery. Prior to this, the user had experienced hypoglycemia followed by hyperglycemia after aggressively treating the low glucose event with a can of soda and leaving the system paused, which resulted in elevated glucose levels. Device alerts were acknowledged. The user reported feeling fine during the hypoglycemic event and feeling okay during the hyperglycemic event. Both events were corrected without external assistance or medical intervention. An investigation was conducted, including a review of the user¿s report and device use history. The investigation revealed user-related factors, including a missed meal announcement, insulin stacking from algorithm-driven correction without meal entry, aggressive carbohydrate treatment, and failure to promptly resume insulin delivery after a pause. No device malfunction was identified. Based on previously established findings for similar reports, it was concluded that the cause was user error and use not in accordance with the instructions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.